Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event occluded (vascular occlusion) was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100119840 ws reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances were noted that attributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse(+) into the jawline, on periosteum. Batch number was reported as 100119840 (expiry date: 04/2021). After the radiesse(+) injection, the patient experienced severe blanching, redness, modeled, as reported, and painfulness. The pain was not immediate and started several hours after the injection. The outcome of the events was not reported. Follow-up information was received on 25-feb-2020: this case was upgraded to serious. The event occluded was added. The events modeled, severe blanching and painfulness were deleted as symptoms of vascular occlusion. The patient's initials, age and gender were provided. The case concerns a (B)(6) female patient. She was injected with radiesse(+) on (B)(6) 2019. A total of 0.1 ml of radiesse(+) was injected into the right mandibular angle. Concomitant medications were reported as none. On (B)(6) 2019, on the day of treatment with radiesse(+), the patient experienced an occluded area in the right mandibular angle. Immediately after the treatment, the patient experienced an immediate blanching and redness. The next day, on (B)(6) 2019, she developed livedo reticularis and experienced pain. Corrective treatment included nitro paste daily, aspirin and radio frequency laser (exilis ultra) to help perfusion. No relevant laboratory tests were performed. The treatment was necessary to prevent a permanent damage. The resolution date was reported as (B)(6) 2020. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the reporter, the events were not permanent and were related to radiesse(+).